Manufacturer narrative:
The event of the ipg not charging was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The UDI will not be provided as the device was manufactured prior to the requirement. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was not charging. In turn, the patient underwent surgical intervention wherein the device was replaced to address the issue.